Event description:
The pump had a high motor current causing the pump to stop, another device was used, and there was no reported harm to the patient.

Manufacturer narrative:
The returned product was visually inspected, and blue fibers were observed entraining the impeller. Blue fibers likely came from impella contact with a towel or other fibrous material prior to insertion.the cause of the failure mode was most likely use related since blue fibers were observed on the impeller.